Event description:
It was reported that an angio-seal was implanted successfully. The patient was discharged 6 days later. The patient then developed pain and daudication symptoms in the right leg. A angiogram was performed the next day which revealed a total occlusion in the common femoral artery. Surgery was performed where an intimal dissection was found. Tissue resembling a lipid-capsule was removed and sent to histology. No collagen or anchor were found. A patch was applied.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremely when ambulating, rash, wound drainage, or any other unusual symptoms.